Event description:
The customer contact reported blood loss. The extension tubing set was connected to an unspecified primary tubing set and was being used to deliver an unspecified solution. The nurse stated that after an unspecified length of time in use during an unspecified surgical procedure, "blood was noted leaking out of the access port." The volume of blood that leaked was not specified. The nurse reported seeing a hole was noted in the center of the valve. It was reported that the clave port had not been accessed with any type of device prior to the event. The tubing set was clamped and the extension tubing set was removed. The primary tubing set was connected to the patient's access device and the therapy was resumed. It was reported that the patient's vital signs remained stable and unchanged. There were no reported adverse patient effects and no delay in therapy critical for this patient. No medical interventions were required. Though requested, no additional information was provided including the surgical procedure the patient was undergoing.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4); (B) (4).